Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted and exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl (13.2 mm) was explanted/exchanged postoperatively for another icl (12.6 mm) of the same power. No reported problem with the lens or loss of bcva. Despite multiple attempts no additional information was received. Given the information that shorter lens was used as a replacement, it is very likely that either patient factor (anatomy issue, preference for certain distance) and/or procedure related factor (pre-op miscalculation) have caused/contributed to the event. The reassessment will be performed if additional information is obtained. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).